Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 to remove a broken screw and additional hardware. Upon reporting to surgery, x-ray imaging revealed a non-union / mal-union in the sub-trochanteric region surrounding a trochanteric femoral nail (tfn- long), which was originally implanted on an unknown date at an unknown facility. The patient was revised on (B)(6) 2015 due to pain, a decreased range of motion, and non-union. The distal screw was also found to be broken. The nail, blade, and screw were all easily removed with no reported surgical delay. The femur was dual plated for stability. The procedure was completed successfully. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). The date of screw breakage and onset of pain is unknown. The date of the original implant procedure is unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.